Event description:
(Os 16.930). The dentist reported that nearly 1 month after the dental implant was installed in intraoral region #12 it was verified its non osseointegration. Immediate load was not performed and patient presented bone type iii.

Manufacturer narrative:
(B)(4).